Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incident and/or complaint from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was performed to treat a 90% stenosed lesion in the mid right coronary artery. A 5.0x08mm nc traveler balloon ruptured during the first inflation at 6 atmospheres. No further treatment was performed and the procedure was successfully completed. There were no adverse patient effects and no clinically significant delay in the procedure.